Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: many false positives.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results. Bd service specialists provided remote assistance to the customer which included giving the customer environmental monitoring and decontamination guidelines. This was provided as the information provided by the customer about the testing results and pcr curve shapes suggested environmental contamination. This complaint is not confirmed as it alludes to contamination. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege a failure of the instrument and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Manufacturer narrative:
Common device name: nstrumentation for clinical multiplex test systems. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. G.8. PMA / 510(k)#: k111860, k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were fasle positives. The following information was provided by the initial reporter: many false positives.